Manufacturer narrative:
Device evaluation summary: device evaluation of battery sn (B)(4) has been completed. The reported problem (battery defective) has been confirmed. Upon investigation the battery was unable to charge or communicate there was liquid contamination damaging the pca. The cause for the failure was isolated to the contaminated battery. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery sn (B)(4) to report that the battery was defective.